Manufacturer narrative:
Sc-1110-02 sn:(B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.